Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s therapy was not working at all; it had been giving zero results for the past 4 days (since (B)(6) 2015). Additional information regarding troubleshooting, interventions and outcome was requested. If received, a follow up report will be sent. Of note, the patient stated she had been implanted 1.5-2 years prior, but was not in the companies device registration system.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).